Manufacturer narrative:
Reference manufacturer report number: 2016493-2019-01085 for pcu investigation. The customer¿s report of a syringe pump beeping ¿channel error¿ was confirmed. Syringe module s/n (B)(4). The syringe module was received in good condition. The device was completely disassembled and there were no anomalies observed. Physical inspection of the pcu noted the device was in fair condition fluid ingress was observed on the female iui. The male iui was observed with crushed separation ribs. Impact marks was observed on the right corner of the front case. Review of the pcu error log identified an attached unit fault. Syringe module s/n (B)(4)malfunctioned and generated error code 358.2000.0 (keyboard communication error). The error occurred (B)(6) 2019 at 11:51 am. The log indicated the syringe module was infusing drug ID 12 (heparin ns 2unit/ml). The user confirmed the channel error. Infusion testing performed on syringe module s/n (B)(4) failed to replicate error code 358.2000 (communication failure). During testing a communication anomaly was observed. The devices attached to the pcu¿s male iui sn: (B)(4) were not detected. Inspection of the pcu¿s male iui found crushed and damaged contact separation ribs. The damaged separation ribs caused poor male/female connectivity. The root cause of the customer¿s report that the syringe module started beeping ¿channel error¿ was found to be the result of an error code 358.2000.0 (communication failure). The root cause of error code 358.2000.0 was not determined, however the error that was observed in the logs is a communication failure and since communications is via the iui connectors the probable cause of the error is a result of the damaged pcu male iui.

Event description:
It was reported that syringe pump started beeping "channel error" and then the infusion stopped. The user switched the patient's infusion to new pump, and "channel error" occurred again on the second syringe pump. The event took place in the ccu (critical care unit). No patient harm was reported.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, no patient details: dob, age; gender; weight; or diagnosis were available. Two suspects for channel error: manufacturer report number: 2016493-2019-00702. Manufacturer report number: 2016493-2019-00706.

Event description:
It was reported that syringe pump started beeping "channel error" and then the infusion stopped. The user switched the patient's infusion to new pump. "Channel error" occurred on second syringe pump. No patient harm was reported.